Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2016 to report that a patient had a rash. The patient reported that there was no broken skin nor bleeding. There is no alleged device malfunction. The patient's physician prescribed the patient a medication. Follow-up indicated that the rash had healed.